Event description:
It was reported that the patient underwent a replacement surgery in which a spectra penile prosthesis (spp) was removed and a new inflatable penile prosthesis (ipp) was implanted. It was indicated that the spp were implanted to be only spacers until an ipp could be reimplanted. The patient was said to be good after the procedure. No more information available at the moment, further information was requested.additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Manufacturer narrative:
D4, d6, h2, h3, h6 updated.

Event description:
It was reported that the patient underwent a replacement surgery in which a spectra penile prosthesis (spp) was removed and a new inflatable penile prosthesis (ipp) was implanted. It was indicated that the spp were implanted to be only spacers until an ipp could be reimplanted. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Manufacturer narrative:
Device analysis: no malfunction was reported. The spectra cylinders were visually inspected and functionally tested. One cylinder failed the bend test. Both cylinders had a hole in the outer layer that was the result of tool damage consistent with explant. Due to the determination that the tool damage occurred during explant it will not be considered a probable cause for this event because it is a secondary failure. The other cylinder was functional. A device functional issue was confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient underwent a replacement surgery in which a spectra penile prosthesis (spp) was removed and a new inflatable penile prosthesis (ipp) was implanted. It was indicated that the spp were implanted to be only spacers until an ipp could be reimplanted. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.